Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check up, the cs300 intra-aortic balloon pump (iabp) experienced an intermittent autofill failure alarm. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. No error message was found. The fse checked the transducer and the calibration was found to be okay. Moisture was found inside the shuttle transducer. The fse cleaned the shuttle transducer and refixed it. All functional tests were done. The unit was tested for three hours. There was no error message found. The iabp was handed over to the customer for clinical use.

Event description:
N/a.